Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted so not explanted. Telephone number: (B)(6). The intraocular lens (iol) has not been received. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded product intraocular lens (iol) was broken in the injector during the procedure. No additional information was provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 2nd february 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. The complaint issue (dc-lens damaged) could not be confirmed, and no product deficiency could be identified. No issues related to lens damage was observed with the lens. Additional conditions were observed with the returned product (stuck in cartridge, override and cartridge tip cracked/damaged), but they could not be confirmed to be related to the manufacturing/design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.